Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that "patient with very critical airway due to stenosis and malacia, where it was found that the tube split halfway around the circumference and there was air whistling through the hole. The situation was life-threatening for the patient, as it previously been shown that the child could not be ventilated on a mask.".